Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 14-apr-2024, the patient experienced that the infusion set cannula was bent and immediately after abdomen insertion customer noticed symptoms. At the time of issue blood glucose was around 145mg/dl. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.